Manufacturer narrative:
Other, customer's stated problem was not able to be verified. Inspected the pump and found no damaged cracked. Performed functional test and it passed. Further investigation of the pump and unable to duplicate stated issue. However in the event log did showed numbers of time air -in-line occur around the time of the complaint. Recommend that the air detector be replaced as a preventative measure. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. D5 operator of device is unknown. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was showing air in line alarm. No patient injury was reported.